Event description:
It was reported that during a procedure, the ablation (30w/40sec. For each point) was conducted after mapping of coronary sinus and left atrium (acquisition of complex fractionated atrial EKG (cfae) map) was completed on fam by placing an esophageal catheter and a cs catheter. During the first ablation, the blood pressure suddenly dropped. Cardiac tamponade was confirmed by checking the ultrasound image of acunav catheter and body surface probe. After the drainage was performed, the procedure was finished and the patient was recovered.

Manufacturer narrative:
(B)(4).